Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (anatomy), unintended movement (sleeve steering issues), deformation due to compressive stress (shaft), or improper or incorrect procedure or method. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy) is related to procedural conditions (aorta hugger trajectory). The reported unintended movement (sleeve steering issues) and deformation due to compressive stress (shaft) appear to be related to procedural conditions (challenging steering). The reported improper or incorrect procedure or method was associated with the user curving the cds more than 90 degrees. It could not be determined if this deviation specifically contributed to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, flail, challenging trajectory of the inferior vena cava (ivc) entering the right atrium (ra). The transseptal puncture was difficult. The steerable guide catheter (sgc) entered the heart was parallel to the septum and even though the transseptal was not superior, aorta hugging occurred when steering down the mitraclip xtw. Initially steered down with m and some + to adjust trajectory but needed more and more + to get an appropriate trajectory. Eventually, there was barely any m off but trajectory was still not ideal. All steering was taken off and started over. It was noted that the clip delivery system (cds) was curved more than 90 degrees for a brief period of time. When + and m was taken off, it was noted that the device still pointed toward the valve, despite no steering being on it. We removed the clip, and a damage was noted in the shaft. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.